Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the tw power supply did not turn on. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).